Event description:
It was reported that an ilet device displayed alert 42 indicating an insulin current sense failure, which persisted after multiple restarts and prevented a supply change, leading the user to switch to backup therapy. Symptoms included no reported injury or clinical effects. Outcomes included interruption of insulin delivery and a temporary therapy change. Investigation included customer support troubleshooting and device verification, with plans for device return. Investigation of this case revealed a suspected device malfunction related to the insulin sensing circuitry consistent with the reported alert. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.